Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Product will not be returned for evaluation. The customer is purchasing a new device.

Event description:
In this event customer indicated that the e3 handpiece won't hold files; no injury resulted.